Event description:
It was reported that an inflatable penile prosthesis (ipp) revision request was received from the doctor due to the patient could not use the prosthesis. The revision surgery was performed and the ipp was removed.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific was unable to confirm the reported event as the device performed within specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, and examined using a microscope. There was a leak in the pump strain relief tubing (cylinder) junction that was the result of a sharp instrument damage which probably occurred during the explant surgery and it will be considered a secondary failure. A hole was present. The pump was not functionally test due to contamination was identified within the pump. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. The tubing of cylinder 1 was identified as having been cut down to the input tube sleeve junction. Both cylinders passed all tests performed. The spherical reservoir was visually inspected, leak tested and microscopically examined. The tubing was identified to be cut into half at the reservoir adapter strain relief tubing junction that was the result of a sharp instrument damage, which probably occurred during the explant surgery. No leaks were found in the reservoir shell. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Product analysis was unable to confirm the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) revision request was received from the doctor due to the patient could not use the prosthesis. The surgery has not been planed.